Event description:
Paramedics attempted to use the device to administer external pacing to a patient diagnosed as bradycardic. The device allegedly stopped pacing each time the operator increased the pacing current above 40 ma. The patient was subsequently delivered to the hospital emergency room and transferred to the cath lab. The patient's outcome was not reported.